Event description:
The stopcock broke during injection at 700 psi. No report of harm or injury.

Manufacturer narrative:
The device eval has not been completed. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval: method: device history record was reviewed. Conclusions: other, a f/u report will be submitted when the device eval has been completed.